Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no "definitve" conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that moderate leaflet calcium was present and a pre-valve implant balloon (28 millimeter) aortic valvuloplasty (bav) was performed. During the valve implant procedure, a 34 millimeter (mm) transcatheter bioprosthetic valve was deployed with noted moderate paravalvular leak (pvl). A post-bav was performed and moderate pvl was still present. As a result, a second 34mm transcatheter "bioprosethetic" valve was implanted valve-in-valve. As reported, the pvl underlining condition was left ventricular outflow tract (lvot) calcification. No additional adverse patient effects were reported.